Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned to manufacturer.

Event description:
It was reported the patient was revised to address infection. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. No item and batch numbers have been provided therefore no device history record (DHR) has been reviewed. The root cause is undetermined and it is not possible to confirm the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.

Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. The batch number has not been provided therefore no device history record (DHR) has been reviewed. The root cause is undetermined and it is not possible to confirm the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.